Event description:
A peritoneal dialysis (pd) pt reported on (B)(6) 2014 he had developed peritonitis. A f/u call was placed to the pt's pd nurse. The nurse reported the pt was diagnosed with peritonitis on (B)(6) 2014. A review of disposable complaints did not reveal a related leak. Medical records were received from the pt's pd clinic indicating pd fluid cultures were drawn on (B)(6) 2014. The pd cultures indicated he had staphylococcus epidermidis. The pt was seen at the clinic on (B)(6) 2014 and was treated with intra-peritoneal antibiotic vancomycin. The pt was not hospitalized and continued treatment with one gram intra-peritoneal vancomycin times five days and three doses. A f/u call to the pt's nurse on (B)(6) 2014 indicated that the pt was doing well. The nurse suspects the peritonitis was caused by touch contamination during set-up.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Medical records have been reviewed by post market clinical staff and physician. The pt is a (B)(6) male with esrd on pd who contracted peritonitis through touch contamination. This event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected casual relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specifications. Peritonitis is a known risk for peritoneal dialysis, usually caused by a break in aseptic technique.